Event description:
Reporter's wife used product on neck and when she removed patch, some skin was pulled off. She went to local urgent care facility, which diagnosed second degree burns, issued silver sulfadiazine cream, wound care instructions, and a prescription for antibiotics. She is concerned about scars in areas on neck where skin has pulled off. As of report date, 4 of 6 wounds have closed and the other 2 have scabs remaining.